Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had upstream occlusion. There was no reported patient involvement.

Manufacturer narrative:
One device was received in overall good condition for analysis of complaint of upstream occlusion. Testing was performed. Complaint was not confirmed through functional testing. The probable cause of the reported issue was a user error.